Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm while sleeping. There was no impact to customer's blood glucose level. Reportedly, the customer had not interacted with the pump since customer's last meal the previous evening.